Event description:
A surgeon reported that he used a right hook cautery to perform an adhesiolysis. Three days post operatively, the pt was found to have a perforated cecum.

Manufacturer narrative:
(B) (4). The incident was discovered 3 days post-operatively, no product was saved for eval. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.